Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) on (B)(6) 2017 regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that an overdischarge was alleged and the rep was calling in for assistance with performing a physician recharge mode (prm). Technical services reviewed that they needed to press the audio key first then press the start charge key. It was indicated that this resolved the inquiry. There were no symptoms reported. It was reported that the event occurred in 2017 about 10 to 11 months ago when the caller noticed they couldn't charge. It was also indicated that they had stopped using their system. No further complications were reported/anticipated. Additional information was received from a manufacturing representative (rep) on (B)(6) 2017 reporting that a trickle charge was done to resolve the issues of the overdischarge and not being able to recharge the ins. It was reported that the cause of not being able to charge the ins was due to the lack of charging it. It was stated that the rep was not sure if the issue of the patient not being able to charge the ins and the overdischarge had been resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. Additional information was received from the manufacturing representative (rep) on (B)(6) 2017. An attempt at overdischarge recovery (B)(6) 2017. Rep reported one prm was completed but patient never saw the normal recharge screen. It was reviewed that multiple prm are needed to be consecutive to be effective. Rep will set up time with the patient to complete overdischarge protocol. Rep also indicated that the patient's ins never charged all the way up. It was reviewed for recharging will need to be completed after ins is recovered. No patient symptoms or complications were reported in this event. Additional information was received on (B)(6) 2017 from the health care provider (hcp) via a manufacturer representative reporting that the manufacturer representative met the patient on (B)(6). The patient was trying to charge the battery and doing a trickle charge again. The cause of the issues were still unknown at the time of the report. The patient was going to try a few trickle charges and then call the manufacturer representative again. The issue has not been resolved at the time of the report. No further complications were reported. Additional information was received from the healthcare provider on (B)(6) 2018. It was reported the battery was depleted and could not be trickle charged. The patient was last seen in the clinic on (B)(6) 2017 and that the point the patient had not decided whether to replace the stimulator. No further complications were reported.